Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a femoral intermedullary nailing procedure on (B)(6) 2019, the stepped drill bit cannulated broke. The part of the stepped drill bit had snapped off while in use. No other instrument was being used at the same time. There was a ten (10) minute delay in surgery as they had to retrieve the broken piece of instrument. All parts of the stepped drill bit were retrieved. The patient suffered no harm because of this according to the surgeon and the operation was completed without further incidence. This report is for one (1) 6.0mm/10.0mm stepped drill bit cannulated/large. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device history lot part number: 357.403 synthes lot number: u251895 supplier lot number: n/a release to warehouse date: 09-sep-2016 expiration date: n/a supplier: orchid unique no ncrs were generated during production. The material was reviewed and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. Device history batch null, device history review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Complainant part is not expected to be returned for manufacturer review/investigation, device is in possession of the facility. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.